Event description:
It was reported that the pt experienced a loss of therapeutic effect following a bilateral mastectomy. The pt had bruising across her lower back and neurostimulator following surgery, but it was noted that the physician indicated this was normal after surgery. The pt was having "more accidents" and had gone through all the programs, but was unable to "get things under control". Program 1 worked the best but the pt could not tolerate settings above 4.1 volts. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).